Manufacturer narrative:
Zimmer biomet complaint (B)(4). Age: not provided. Patient weight: not provided. Initial reporter email address, fax number: not provided. Additional PMA/510(k) number: k011028, k013227.

Event description:
It was reported that during implant placement, when doctor was torqueing the implant down, a popping / cracking sound came from the implant (tsvwb10). Doctor could not confirm implant fracture; however, implant was removed and replaced during the same procedure. Tooth location 30.

Manufacturer narrative:
One impl tapered scr-v sbm 4. 7mm 4.5mm 10mm (tsvwb10) was returned for investigation. Visual evaluation of the as returned product identified damaged internal hex feature and engaging threads. Functional testing to recreate the reported event could not be performed due to the nature of the device & event. No pre-existing conditions were noted on the per, the patient had unknown bone density. The reported device was located on tooth #(B)(6) and was used for 1 day during the placement procedure. The customer did not provide pictures or x-ray images. DHR review was completed for the subject lot number (1232891). It was confirmed that all operations and inspections were executed as per applicable procedure. No deviations or non-conformances, which could have caused or contributed to the reported event, were noted as part of the DHR. Lot was inspected and passed all acceptance criteria by qa. Complaint history review was performed for the reported lot number (1232891) for similar event and no other complaints were identified. February post market trending was reviewed and there were no actionable events or corrective actions for the reported event (damaged drive feature) or device (tsvwb10). Therefore, based on the available information, device malfunction did occur and the reported event was confirmed.

Event description:
No further event information available at the time of this report.